Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave iabp (intra-aortic balloon pump) having error messages.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, h6 (health effect ¿ impact codes, health effect ¿ clinical code). No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and a supplemental report will be submitted.

Event description:
It was reported during use the cardiosave intra aortic balloon pump (iabp) was having error messages. There was no patient harm reported.